Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Empty test strips vial returned. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 230, 273, 253, 239 and 233 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. Daughter also stated the meter was reading higher than another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not available to perform a back to back blood test. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 04/30/2019 and test strips were opened about three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).